Event description:
A peritoneal dialysis (pd) pt contacted tech support to report that he had bypassed drain 0 to fill 1 and the cycler had given a m31 "air detected in cassette" alarm. During the call, he stated that he drained 6679ml in drain 0 before he bypassed to fill 1. He added that he also completed a manual fill today of 2000ml. He did not feel that he had that much fluid in him and did not complain of discomfort or pain. The pt's pd rn stated that the large drain zero did occur but she does not know why. She added that the pt did not experience and discomfort or require any medical intervention of any type during or following this event. The pt continue with the ccpd program in stable condition. There was no serious injury. The reported large drain 0 exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of the treatment data sheets provided by the pt's pd rn by the post market clinical department. A large intra-peritoneal volume drained in drain 0 with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of the peritoneal cycler investigation.